Event description:
An individual filed a lawsuit against a skin therapist claiming that a facial/chemical peel performed by skin therapist resulted in dermatitis and hyper/hypo pigmentation. The individual did not name or identify mattioli or any of mattioli's products in their lawsuit as a cause of their condition. Skin therapist insurer, however, filed an unsubstantiated third party claim against mattioli engineering incorrectly identifying mattioli as the source of some of the chemicals used in the facial chemical peel, including herbal face wash with 50% glycolic acid. The third party claim also states that a microdermabrasion system and ultrapeel microdermabrader manufactured by mattioli was "used by skin therapist at the time of the alleged facial" but does not reveal any specifics as to how the device may have caused or contributed to the individual's condition.